Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric devices had a "white lump" further described as undissolved drug powder. The pumps were filled with daptomycin 1g. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d1, d4(catalogue #, lot #, UDI #. Correction to d2: common device name and classification code. B5: the affected product is ¿small volume intermate¿, previously submitted as ¿unspecified elastomeric device¿. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph shows a white lump of drug residue inside the tubing line. The reported condition was verified. The cause of the white lump was due to drug residue related to undissolved drug powder which is a user related issue. Should additional relevant information become available, a supplemental report will be submitted.